Event description:
It was reported that during a stenting treatment procedure, a stent dislodged. Vascular access was obtained via the right common femoral artery. The 80% stenosed denovo target lesion was located in the calcified and severely tortuous mesenteric artery. During advancement of a 6.0mmx18mmx90cm express sd renal/biliary stent delivery system (sds) through a tight angle off the aorta, the stent dislodged and migrated to the right popliteal artery. A snare was used to successfully retrieve the stent. The intended procedure was not completed. No further patient complications were reported and the patient's status is listed as fine.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).